Event description:
The lay user/pt called life scan (lfs) in 2008 alleging the one touch ultrasmart meter was prompting an "other message". The medical affairs specialist mailed a letter on jan 31, 2008, since the user could not be reached by telephone for further clarification; this complaint was classified based on the customer care advocate (cca) documentation. The pt reported the meter issue began just prior to calling lfs. She stated that she had not been able to test that morining and after that she became very thirsty and broke out in a sweat. The pt denied receiving medical attention or taking action following use of the meter. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported because the pt alleges she received an unidentified "other" message on the lfs product display and afterward experienced symptoms which suggested abnormal blood glucose level.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.